Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has a prolonged uveitis. The lens remains implanted. It is unknown if the patient has pre-existing uveitis or if this occurred post operatively. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.